Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was a hole detected on the drain upon inspection? ¿no, it wasn¿t. The surgeon guessed there might have been a hole. However, it was not conformed. Was there possibility that the drain may have been damaged from any surgical instruments, surgical needles, sutures, sharp objects at any time? ¿no information. Was the reservoir inflated when the leakage from the drain noticed? ¿no information. How was the case completed? ¿no information. Was the drain removed from patient and replaced with a new drain? ¿no, information. Was the patient required to return to operating room for replacement of the drain. ¿no information.

Event description:
It was reported that the patient underwent a high tibial osteotomy procedure on (B)(6)2017 and the drain was implanted at the joint. After the drain was fixed, the affected area was bandaged. Then, when the reservoir was activated, it was observed that blood leaked from the middle of the drain. The doctor opined that there was a possibility that the drain had a hole; however, it was not confirmed. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information: received one used drain which has small hole in its tubing part. The drain could be damaged in user's facility.